Manufacturer narrative:
Reportedly there was no patient involvement. Device is an instrument and is not implanted/explanted. Part 03.632.002, synthes lot 6677712: release to warehouse date: september 02, 2011. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection of a set, it was discovered that the tip of a synthes t25 stardrive shaft has a worn distal tip. The complained condition was discovered outside of the operating room and there was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed. The following device 03.632.002, lot 6677712 was received. A device history record (DHR) review, device inspection, functional test and drawing review were performed as part of this investigation. The complaint is confirmed for the distal star drive features being worn. The complaint cannot be replicated and represents normal wear and tear of the star drive during normal repeat use. No new malfunctions were identified as a result of this investigation. The 03.632.002 star drive screw driver blade works in conjunction with tightening the locking set screws of the matrix pedicle screw system, per matrix spine system-degenerative technique guide. Relevant drawing details the distal tip to be t25 stardrive. Visual inspection of the part shows the distal tip to be rounded and deformed thus causing a fit issue with the mating matrix pedicle screws. The root cause of the failed device can be attributed to normal everyday use. The complaint has been confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.